Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinician was unable to interrogate the pacemaker using a merlin programmer. A telemetry magnet was used to test the device and found it was interrogate normally. It was not known if the device was implanted. No patient information was available.